Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent, the image would go out when the smart cable was flexed. A back-up glidescope device was used to complete the procedure, however the time to prepare the second device was not reported. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation. The technical service representative could not duplicate the reported intermittent image during testing. Since the customer received a replacement smart cable the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.